Event description:
Device report 1 of 3. Reference MFR report: 1627487-2011-09137, reference MFR report: 1627487-2011-09138. The pt received the scs sys including one percutaneous lead, two extensions (from the same lot) and the ipg on (B)(6) 2010. It was reported the pt elected to explant the entire scs sys as he experienced over stimulation. Reprogramming attempts was unable to resolve the issue. The explanted products have been returned to sjm. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Eval: results: the returned product communicated with lap equipment. Insp of the returned ipg revealed instrumentation marks on the can consistent with explant damage. The returned product was tested to mfg specs using the autotester and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.